Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. Technical services (ts) recommended possible reprogramming options. Additionally, noise was noted. An x ray was recommended to rule out fracture since the patient is a weightlifter. This ra lead remains in service. No adverse patient effects were reported.